Event description:
It has been reported to philips that no connection medlink. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3003832357-2023-00576. Device investigation has taken place on (B)(4) with MDR# 3003832357-2023-00576.